Event description:
The recipient reportedly experienced decreased performance. The recipient's device was explanted.

Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection revealed broken electrode wires near the fantail. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. This is an interim report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. The photographic imaging inspection revealed broken electrode wires near the fantail region. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The photographic imaging inspection revealed broken wires in the fantail region. It is believed that these breaks caused the decreased performance reported. In addition, this device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. Corrective actions were implemented. This is the final report.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.